Event description:
It was reported while using unspecified bd extension set underinfusion occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer have an issue with an alaris pump today that is creating a delay in patient care. I have a medication running at 1.2 cc/hr. This medication is one of the protective medications against chemotherapy that my patient really needs. It seems as though the alaris pump is unable to handle a medication running that slow. It continuously gives my nurses the channel error message. The whole thing turns red and is unable to even be shut off-they have to remove the channel from the brain and start over. They have tried switching out brains, switching out channels multiple times, and it continues to happen. The medication already runs very slow, and with this many interruptions-we are delaying patient care considerably. Since it happens with any brains and channels we try, I wonder if it has to do with the slow rate at which it is running. Providing additional information received for awareness. Patient location: 4 tower/room 4110. Mesna infusing @ 1.2ml/hr via short primary infusion set connected to normal saline infusing @ 30ml/hr. Reports of persistent ¿channel error¿ alarms from off going night shift nurse as well as current dayshift nurse. (B)(6) witnessed two instances of ¿channel error¿ as indicated below along with attempts to troubleshoot the issue present on department this morning when trying a different channel, infusion would infuse for a short amount of time prior to alarming. (B)(6) is following up with nurse to request tubing along with associated device components are kept together. Primary nurse will also be able to provide any additional information that may be needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the flow was slower than expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported while using unspecified bd extension set underinfusion occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer have an issue with an alaris pump today that is creating a delay in patient care. I have a medication running at 1.2 cc/hr. This medication is one of the protective medications against chemotherapy that my patient really needs. It seems as though the alaris pump is unable to handle a medication running that slow. It continuously gives my nurses the channel error message. The whole thing turns red and is unable to even be shut off-they have to remove the channel from the brain and start over. They have tried switching out brains, switching out channels multiple times, and it continues to happen. The medication already runs very slow, and with this many interruptions-we are delaying patient care considerably. Since it happens with any brains and channels we try, I wonder if it has to do with the slow rate at which it is running. Providing additional information received for awareness. ¿ patient location: 4 tower/room 4110 ¿ mesna infusing @ 1.2ml/hr via short primary infusion set connected to normal saline infusing @ 30ml/hr ¿ reports of persistent ¿channel error¿ alarms from off going night shift nurse as well as current dayshift nurse ¿ nicole witnessed two instances of ¿channel error¿ as indicated below along with attempts to troubleshoot the issue present on department this morning ¿ when trying a different channel, infusion would infuse for a short amount of time prior to alarming ¿ nicole is following up with nurse to request tubing along with associated device components are kept together ¿ primary nurse will also be able to provide any additional information that may be needed.